Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient experienced tamponade and that the patient's international normalized ratio (inr) was greater than three, post-operatively. A couple hours later, the patient exhibited low blood pressure. Then the right ventricular (rv) lead exhibited oversensing. The lead was programmed off and the patient underwent pericardiocentesis. The patient experienced pericardial effusion for one week post pericardiocentesis. No further patient complications have been reported as a result of this event.